Event description:
The recipient is reportedly experiencing a displaced magnet. Magnet replacement surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet is reportedly not displaced. The recipient will have the internal magnet removed in order to undergo an MRI procedure. This is the final report.